Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device, location of device: lower uterine cavity/expulsion right essure device'), device dislocation ('the essure device on the left could no longer be seen. It had probably migrated to further length of the fallopian tube'), endometritis ('chronic endometritis') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (ess205) (batch no. 12248162) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectocele, menometrorrhagia, uterine enlargement, uterine bleeding, adenomyosis and uterine fibroid. Hysterosalpingogram demonstrated that one of the essure devices was sitting vertically within the uterine cavity. However, there was bilateral tubal obstruction. The patient subsequently underwent a d and c and hysteroscopy for retrieval of her intracavitary essure device because of persistent menometrorrhagia. This did not resolve her menstrual issues and this led to d and c, novasure ablation which she underwent in 2006. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2006 to 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic area pain/pelvic pain"), 4 months 11 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2004 surgical removal of coils, rt essure, d&c (B)(6) 2009 hysterectomy bilateral salpingectomy lt and ablation). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, device dislocation, endometritis, depression, anxiety and abdominal pain outcome was unknown and the menorrhagia, pelvic pain and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: discrepancy in essure insertion date earlier it was (B)(6) 2015. (B)(6) 2004-surgical removal of coils) - right essure & (B)(6) 2009-hysterectomy with bilateral salpingectomy - left side removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: 1. Occluded left fallopian tube. 2. Eloesser occlusion device within the lower uterine segment. 3. The right fallopian tube is never opacified. Imaging procedure - on (B)(6) 2004: bilateral occlusion. Pathology test - on (B)(6) 2009: uterus with cervix, vaginal hysterectomy. A. Proliferative endometrium. B. Adenomyoma and adenomyosis. C. Leiomyomas. D. Cervix with nabothian cysts. Ultrasound pelvis - in (B)(6) 2009: which demonstrated a uterus that was 10.0 x 6.1 x 6.2 cm with a somewhat dense and globular appearance, suggesting the presence of adenomyosis. The endometrium was measuring 0.7 cm. The ovaries were unremarkable. Concerning injuries reported in this case the following one was described in patient medical records: device dislocation, endometritis, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Abdominal pain was added. Laboratory data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device, location of device: lower uterine cavity/expulsion right essure device'), device dislocation ('the essure device on the left could no longer be seen. It had probably migrated to further length of the fallopian tube'), endometritis ('chronic endometritis') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (ess205) (batch no. 12248162) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectocele, menometrorrhagia, uterine enlargement, uterine bleeding, adenomyosis and uterine fibroid. Hysterosalpingogram demonstrated that one of the essure devices was sitting vertically within the uterine cavity. However, there was bilateral tubal obstruction. The patient subsequently underwent a d and c and hysteroscopy for retrieval of her intracavitary essure device because of persistent menometrorrhagia. This did not resolve her menstrual issues and this led to d and c, novasure ablation which she underwent in 2006. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2006 to 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In april 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic area pain"), 4 months 11 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (B)(6) 2004 surgical removal of coils,rt essure,d&c (B)(6) 2009 hysterectomy bilateral salpingectomy lt and ablation). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, device dislocation, endometritis, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date earlier it was jan-2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: 1. Occluded left fallopian tube. 2. Eloesser occlusion device within the lower uterine segment. 3. The right fallopian tube is never opacified. Pathology test - on (B)(6) 2009: uterus with cervix, vaginal hysterectomy a. Proliferative endometrium. B. Adenomyoma and adenomyosis. C. Leiomyomas. D. Cervix with nabothian cysts. Ultrasound pelvis - in february 2009: which demonstrated a uterus that was 10.0 x 6.1 x 6.2 cm with a somewhat dense and globular appearance, suggesting the presence of adenomyosis. The endometrium was measuring 0.7 cm. The ovaries were unremarkable.. Concerning injuries reported in this case the following one was described in patient medical records: device dislocation, endometritis, device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device, location of device: lower uterine cavity/expulsion right essure device'), device dislocation ('the essure device on the left could no longer be seen. It had probably migrated to further length of the fallopian tube'), endometritis ('chronic endometritis') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (ess205) (batch no. 12248162) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectocele, menometrorrhagia, uterine enlargement, uterine bleeding, adenomyosis and uterine fibroid. Hysterosalpingogram demonstrated that one of the essure devices was sitting vertically within the uterine cavity. However, there was bilateral tubal obstruction. The patient subsequently underwent a d and c and hysteroscopy for retrieval of her intracavitary essure device because of persistent menometrorrhagia. This did not resolve her menstrual issues and this led to d and c, novasure ablation which she underwent in 2006. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2006 to 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic area pain/pelvic pain"), 4 months 11 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2004surgical removal of coils,rt essure,d&c (B)(6) 2009 hysterectomy bilateral salpingectomy lt and ablation). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the device expulsion, device dislocation, endometritis, depression, anxiety and abdominal pain outcome was unknown, the menorrhagia and pelvic pain had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date earlier it was (B)(6) 2015. On (B)(6) 2004-surgical removal of coils) - right essure & (B)(6) 2009-hysterectomy with bilateral salpingectomy - left side removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: 1. Occluded left fallopian tube. 2. Eloesser occlusion device within the lower uterine segment. 3. The right fallopian tube is never opacified. Imaging procedure - on (B)(6) 2004: bilateral occlusion. Pathology test - on (B)(6) 2009: uterus with cervix, vaginal hysterectomy. A. Proliferative endometrium. B. Adenomyoma and adenomyosis. C. Leiomyomas. D. Cervix with nabothian cysts. Ultrasound pelvis - in (B)(6) 2009: which demonstrated a uterus that was 10.0 x 6.1 x 6.2 cm with a somewhat dense and globular appearance, suggesting the presence of adenomyosis. The endometrium was measuring 0.7 cm. The ovaries were unremarkable. Concerning injuries reported in this case the following one was described in patient medical records: device dislocation, endometritis, device expulsion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of pelvic pain and menorrhagia was updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device, location of device: lower uterine cavity/expulsion right essure device'), device dislocation ('the essure device on the left could no longer be seen. It had probably migrated to further length of the fallopian tube'), endometritis ('chronic endometritis') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (ess205) (batch no. 12248162) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectocele, menometrorrhagia, uterine enlargement, uterine bleeding, adenomyosis and uterine fibroid. Hysterosalpingogram demonstrated that one of the essure devices was sitting vertically within the uterine cavity. However, there was bilateral tubal obstruction. The patient subsequently underwent a d and c and hysteroscopy for retrieval of her intracavitary essure device because of persistent menometrorrhagia. This did not resolve her menstrual issues and this led to d and c, novasure ablation which she underwent in 2006. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2006 to 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic area pain/pelvic pain"), 4 months 11 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2004 surgical removal of coils, rt essure, d&c (B)(6) 2009 hysterectomy bilateral salpingectomy lt and ablation). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the device expulsion, device dislocation, endometritis, depression, anxiety and abdominal pain outcome was unknown, the menorrhagia and pelvic pain had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date earlier it was (B)(6) 2015. (B)(6) 2004-surgical removal of coils) - right essure & (B)(6) 2009 hysterectomy with bilateral salpingectomy left side removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2004: 1. Occluded left fallopian tube. 2. Eloesser occlusion device within the lower uterine segment. 3. The right fallopian tube is never opacified. Imaging procedure on (B)(6) 2004: bilateral occlusion. Pathology test on (B)(6) 2009: uterus with cervix, vaginal hysterectomy a. Proliferative endometrium. B. Adenomyoma and adenomyosis. C. Leiomyomas. D. Cervix with nabothian cysts. Ultrasound pelvis in (B)(6) 2009: which demonstrated a uterus that was 10.0 x 6.1 x 6.2 cm with a somewhat dense and globular appearance, suggesting the presence of adenomyosis. The endometrium was measuring 0.7 cm. The ovaries were unremarkable. Concerning injuries reported in this case the following one was described in patient medical records: device dislocation, endometritis, device expulsion. Manufacturing date: 2004-11 & expiration date: 2005-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device, location of device: lower uterine cavity/expulsion right essure device'), device dislocation ('the essure device on the left could no longer be seen. It had probably migrated to further length of the fallopian tube'), endometritis ('chronic endometritis') and menorrhagia ('menorrhagia') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 12248162) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectocele, menometrorrhagia, uterine enlargement, uterine bleeding, adenomyosis and uterine fibroid. Hysterosalpingogram demonstrated that one of the essure devices was sitting vertically within the uterine cavity. However, there was bilateral tubal obstruction. The patient subsequently underwent a d and c and hysteroscopy for retrieval of her intracavitary essure device because of persistent menometrorrhagia. This did not resolve her menstrual issues and this led to d and c, novasure ablation which she underwent in 2006. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2006 to 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic area pain"), 4 months 11 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2004 surgical removal of coils, rt essure, d&c (B)(6) 2009 hysterectomy bilateral salpingectomy lt and ablation). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, device dislocation, endometritis, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date earlier it was (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: occluded left fallopian tube. Eloesser occlusion device within the lower uterine segment. The right fallopian tube is never opacified. Pathology test - on (B)(6) 2009: uterus with cervix, vaginal hysterectomy. Proliferative endometrium. Adenomyoma and adenomyosis. Leiomyomas. Cervix with nabothian cysts. Ultrasound pelvis - in (B)(6) 2009: which demonstrated a uterus that was 10.0 x 6.1 x 6.2 cm with a somewhat dense and globular appearance, suggesting the presence of adenomyosis. The endometrium was measuring 0.7 cm. The ovaries were unremarkable. Concerning injuries reported in this case the following one was described in patient medical records: device dislocation, endometritis, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events " abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device, location of device: lower uterine cavity, device dislocation, endometritis" were added. Outcome of events " pain and bleeding" were updated as recovering. Historical and concomitant drug were added. Medical history, reporter information and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.